Event description:
It was reported that there was no capture on the right ventricular lead less than a year post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was fractured. It was noted that the inner insulation was kinked/buckled, the inner insulation was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guidetooth was damaged and the lead was stretched.